Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that it was impossible to insert the balloon through the super arrow-flex (saf) sheath placed in the femoral artery. As a result, both the balloon and sheath were removed and replaced with a new intra-aortic balloon (iab) using the teflon sheath and the same insertion site to successfully complete the procedure. There was no reported delay, death or complications to the patient. The patient was listed as "fine."